Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A follow up report will be provided once investigation results are available.

Event description:
The patient was positioned feet first supine, with their arms at the sides. The customer utilized padding to prevent contact to the sides of the magnet bore, and to prevent skin to skin contact. The patient was wearing her own shirt(s) during the scan, and pants provided by the customer. The patient reported a "hot feeling" on her shoulder during the exam. The patient completed the exam, and it was then observed that the patient had sustained a burn. The patient was evaluated in the customer's emergency room, and treated with a dressing applied to the burn. On (B)(6) 2014, the customer informed the field engineer that the patient involved in this event received further medical treatment. The patient is reported to have undergone surgery to the affected area as result of an infection secondary to the burn injury.